Event description:
Update rec¿d (B)(4) 2014- medical records were obtained. Medical records provide part/lot from patient sticker sheet. The information received does not affect the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient continues to suffer with continuous pain and problems. Update: (B)(6) 2014 - medical records received. Patient was revised to address bearing surface wear and metallic wear debris. Unknown hip updated to cup. Femoral head added to complaint. This complaint was updated on: (B)(6) 2014.